Event description:
It was reported that the customer was unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.